Manufacturer narrative:
Date of event: unknown. Medical device type: jka/fpa. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8313921; medical device expiration date: 2020-11-30; device manufacture date: 2018-11-09; medical device lot #: 8298831; medical device expiration date: 2020-10-31; device manufacture date: 2018-10-25. " (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for partial retraction with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Root cause description: a CAPA (B)(4) has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA (B)(4) is required at this time in order to determine the root cause associated with this issue and implement corrective actions.

Event description:
It was reported that there 4 occurrences with retraction, 2 resulted in needle stick injury with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: the ultra touch needle did not retract completely after push button activation. There were 4 events with lot number 8313921. Two of the event resulted in a nsi for the nurse.

Manufacturer narrative:
The following field has been updated with additional information: date of event: 2019 (B)(6).

Event description:
It was reported that there 4 occurrences with retraction, 2 resulted in needle stick injury with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: the ultra touch needle did not retract completely after push button activation. There were 4 events with lot number 8313921. Two of the event resulted in a nsi for the nurse.